Manufacturer narrative:
Concomitant medical device: product ID: 5054 lead implanted: (B)(6) 2001.

Event description:
It was reported that the patient had an open wound and the leads were visible. It was confirmed that there was a pocket infection and the leads were removed. It was also noted the patient experienced perforation. The patient was enrolled in the pan psr clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.